Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This report is an initial final submission. Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection found there is need of repair. Product found with a bent comb at device evaluation investigation. No additional event information available.